Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to subsidence of the femoral stem and instability. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported device was returned. Visual examination identified debris embedded in the porous surface. Scratches and gouges from explantation were observed on the proximal end. No other damages were identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.